Manufacturer narrative:
Initial

Event description:
It was reported that a guardian called regarding high blood glucose and low insulin with an ilet system; the agent recommended a full supply change as soon as able, and the reported blood glucose was 335 mg/dl, with the specific device problem and component not further characterized. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the available details were insufficient to characterize a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.